Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Related manufacturer reference#3006705815-2019-04675).it was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the leads. As a result, the patient underwent surgical intervention on (B)(6)2019, wherein the leads were explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.